Manufacturer narrative:
The report of the thermogard console (B)(4) having warming issue was not reproduced during functional testing and not confirmed on the analysis of the event log. Upon visual inspection the top lid is damaged. This observation is not related to the reported event. Functional testing was performed and no issue was observed. The console passed all tests. During analysis of the event log, no issues were observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During ivtm therapy, the user observed warming issues on thermogard console (B)(4). Ivtm therapy was continued and completed. No known impact or consequence to patient reported. No further information received from customer.